Event description:
Ous MDR - after an estimated implantation time of about 1 year, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no other worsening of the patient¿s state of health was reported.

Manufacturer narrative:
(B)(4). The returned lead was thoroughly analyzed. During the analysis of the lead, the lead properties were checked. The visual analysis showed signs of abrasion in the proximal section of the lead body due to friction at the ICD housing. In the distal section of the lead, the insulation was damaged due to fraying. These damages can with high probability be regarded as the cause for the clinical complaint. The position and characteristics of the damage lead to the assumption of significant mechanical stress on the lead in the implanted state. The returned x-ray images do not allow any further conclusions regarding the cause of the damage. There were no indications of material defects or manufacturing errors.